Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4)¿ the dentist reported that 22 days after the dental implant was installed in intraoral region 11#, its non-osseointegration was observed. Moreover, 45ncm of primary stability was achived, the patient presented insufficient bone quantity/quality (bone type iii) and immediate implante procedure was performed.